Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. Per the film evaluation a type ib endoleak was noted and successfully repaired approximately one year post index procedure. Currently, it was reported that the patient was in for a routine follow up and the CT noted a proximal type I endoleak. The physician placed approximately 10 aptus screws with no resolution of the type one leak. The physician then placed a palmaz stent with significant improvement of the leak. The physician was satisfied with the result and was going to continue to follow the patient. The cause of the endoleak was disease progression per the physician. No additional clinical sequelae were reported and the patient is fine. A review of returned cta¿s from 13 months post-implant revealed that the bifurcate was positioned just below the renals; the ipsi limb was placed into the right common iliac, and the contra limb into the left common iliac artery. The proximal stent graft od is 20mm. There is contrast in the distal sac that appears to be from a distal type I endoleak from the right/ipsi limb. The distal od of the ipsi limb is 14mm, and the right common iliac in this location measures approximately 15mm. Both limbs are patent. The max diameter of the aaa is 5.5cm. Earlier follow-up images were not provided, and the vessel morphology at implant was not provided. The exact cause of the distal type I is unknown, but appears likely due to an insufficient distal seal zone possibly due to disease progression. Review of cta¿s from 3 years post-implant revealed that both limbs have been extended since the previous study and the distal type I endoleak has resolved. The right/ipsi limb has been extended into the right external iliac, and the left/contra limb has been extended approximately 2cm into the distal left common iliac. The bifurcate is positioned just below the renals, and there is a proximal type I endoleak. The proximal stent graft diameter is 22mm and the neck is moderately calcified on the posterior/right side. The max aaa diameter is 5.6cm, and both limbs are patent. The cause of the proximal type I endoleak is uncertain. It is possible that the calcification seen in the proximal neck may have contributed. Images during the recent intervention to treat the proximal type I were not provided.

Manufacturer narrative:
(B)(4).